Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 132 mg/dl. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after the customer used a replacement wall adapter to charge the pump. The customer also indicated that the battery began to deplete within normal parameters.